Manufacturer narrative:
Tech found that the set screws were broken off in the hex rods, allowing the hex rods to slide out of position. He installed new set screws and the brake functioned properly. The stretcher was found in the pre operation dept and there were no alleged injuries.

Event description:
Tech alleged that when the brakes were engaged, the brakes did not hold at the head end.